Event description:
Information received indicates the head rest section of the stretcher is drifting down.

Manufacturer narrative:
The stretcher was replaced at the hospital. Repairs have not been completed.